Event description:
A medtronic representative reported that, while in a spine procedure, using a navigation system and an o-arm 1000 imaging system, the surgeon alleged an inaccuracy. This was reported by the site operating room (or) manager and no specific measurement, or further details were provided. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
(B)(4) 2014 a medtronic representative, following-up at the site, reported three spins were used to attain accuracy and the reference frame was moved from l1 to l2 for an l2-l4 open procedure. Per the site radiographic technologist (rt) and the scrub technician, the frame was moved after the second spin. The surgeon replaced a screw on level 2. In review of the axial slices, it appeared to be 5-6mm from the vertebral body; the screw had not made it into cancellous bone. (B)(4) 2014 a medtronic representative performed a navigation system check-out, with an o-arm imaging system spin, all areas passed. System performed as intended. Reported behavior could not be replicated.